Manufacturer narrative:
The device remains implanted. Conclusion: without the return of the device, no definitive conclusions could be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 25 days post implant of this mitral mechanical valve, echocardiogram showed paravalvular leak on the mitral mechanical valve. The decision was made 29 days post implant to add additional sutures to the mitral mechanical valve to repair the paravalvular leak at the same time they were replacing the aortic valve. The device remains implanted. The patient was reported as doing well after the procedure.